Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. A surgical procedure was performed, during which the existing ipp was removed and replaced. There were no patient complications reported.